Manufacturer narrative:
An olympus technical assistance center (tac) spoke to the customer and provided contact information of their endoscopy account manager. The customer requested for a sales representative to come onsite to sit through procedures to help resolve the issue. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. The customer returned 2 pcf-h190 scopes with different serial numbers corresponding to the mdrs with patient identifiers (B)(6). It is unknown which serial numbers correspond to which event. The serial numbers for the pcf-h190s are (B)(4).

Event description:
The customer reported that there were bubbles coming out of the scope connected to the evis exera iii xenon light source for "three cases in a row." The customer mentioned replacing the water bottle; however, the issue persisted. The event occurred during a colonoscopy procedure and the same device was used to complete the procedure. There was no patient no harm or user injury reported due to the event.the medwatch report with patient identifier (B)(6) is the first occurrence.the medwatch report with patient identifier (B)(6) is the second occurrence.this medwatch report with patient identifier (B)(6) is the third occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the DHR was unable to be reviewed for this device since the correct serial number is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of reported event could not be identified. Olympus will continue to monitor field performance for this device.